Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date has been estimated. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the increase in mitral regurgitation grade. It was reported that the patient underwent the mitraclip procedure reducing the mitral regurgitation grade from moderate-severe down to a trace-trivial grade. One month post procedure the patient had an increase in mr to a mild grade. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The UDI is unknown because the part and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.